Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (B)(4) generated an "air trap" alarm during priming" was confirmed during the functional testing performed at the customer site. The root cause for the reported complaint was a defective airtrap sensor block, likely attributed to a defective component. Upon visual inspection, no physical damage was observed. During the functional testing, zoll service personnel observed that the airtrap sensor led light went off when the airtrap was slightly moved. The thermogard system was tested with the new airtrap sensor block, and when the air trap was slightly moved, the airtrap sensor led light remained stable; thus, confirming the defective airtrap sensor block as the root cause of the reported complaint. The defective airtrap sensor block was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed all the final functional tests without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During the priming phase of the ivtm therapy, the thermogard xp ivtm system (B)(4) generated an "air trap" alarm. There was no liquid traces/moisture in the air trap chamber. The customer used another thermogard system to continue the patient treatment without delay. No consequences or impact to the patient.